Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge leaked near the top of the patient line. The customer's blood glucose (bg) level was 390 mg/dl and it was addressed with manual injections. The customer was hospitalized on (B)(6) 2016 for diabetic ketoacidosis and with a blood glucose level of 1300 mg/dl. Reportedly, the customer received intravenous insulin treatment while hospitalized. The healthcare team believed that the cause of the elevated bg level was unrelated to the pump or supplies. A follow up with the customer indicated that the customer was released from the hospital on (B)(6) 2016 with a bg level in target range.